Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event and another indication the same day as onset. Treatment for the event was unknown. The patient was discharged two days after admission. At the time of this report, the patient outcome of this peritonitis event was not reported. The same day as hospitalization, dianeal therapies were discontinued. On an unreported date during hospitalization, hemodialysis was initiated. No additional information is available.